Event description:
It was reported to the distributor that during a procedure, the physician fired the capio device and the bullet broke off becoming lodged in the pt. The bullet was not removed. No adverse outcome to the pt was reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. Additional info; the device was not returned. No results are available at this time.